Event description:
The customer reported a complete loss of motorized movement functionality. This event may result in the inability to acquire necessary imaging views during a pt care procedure. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The dowel pin on the l-arm motorized movement mechanism was evaluated and replaced. The system was tested and found to working as intended and returned to service.